Event description:
During the surgery an attempt was made to use an endeavor resolute rx drug eluting stent to treat an rca lesion with 90% stenosis. The device was inspected prior the procedure with no abnormalities noted. The lesion was pre-dilated with a sprinter balloon at 12 atm. It is reported that the endeavor resolute stent could not be inflated in the lesion. No resistance was noted at the lesion site. No information is available in relation to the pressure or the inflation device used for the procedure. The physician used a new product to complete the surgery. No reported patient complications. Evaluation summary the stent was positioned between the marker bands as per specifications. The mid stent segments were slightly raised and misaligned. There was no evidence of attempted inflation of the device. The device passed negative prep. Pressure was applied to the device and the balloon was inflated and maintained pressure at nominal and rated burst pressure without any issues. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology - 90% stenosis); deformation problem (stent deformed). Conclusion; known inherent risk of a procedure (stent deformation); device failure related to patient condition (lesion morphology - 90% stenosis); device evaluated and alleged failure could not be duplicated (reported inflation difficulty could not be detected during evaluation). (B)(4).